Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29jul2019. The mv biomed evaluated the device and was unable to duplicate the reported problem. There were no parts replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported getting a patient disconnect alarm even when good volumes are achieved. No patient or user harm was reported.